Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited under sensing and inappropriate therapy delivered due to an incorrect interpretation of atrial fibrillation with rapid ventricular response (af with rvr). Programming changes were made to resolve the issue and the patient was stable.